Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, three of the clips did not close properly which tore a hold in the bile duct. It was unknown if there were any successful firings. The surgeon clipped above and below the tear, with an unknown device. There were no patient consequences reported.